Event description:
The customer reported via phone call that the up arrow on the insulin pump was not responsive. The customer also reported the numbers were scrolling on the insulin pump's screen. Customer stated they changed the battery and the buttons became unresponsive. Customer's blood glucose was 112 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.